Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between february 07, 2022 - february 08, 2022. H10: the device was received for evaluation. An unaided visual inspection was performed and a small tear at the lower right side/edge was observed. Functional testing was performed, and a leak was identified. Magnified inspection was performed and a tear/hole was observed in the lower right-side edge of the container where the leak was verified during testing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.